Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was admitted in the intensive care unit due to high blood glucose of 30mmol/l. It was stated that the customer is at the perfursor and not using the insulin pump at the moment. Troubleshooting was performed. The displacement test, self test, and high pressure test were performed and they passed. Reviewed the alarm history and found no delivery and low battery alarms. No further information was provided.